Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s cgm alerted an ¿urgent low¿ reading of 47 mg/dl, during which the patient experienced blurry vision. The patient immediately performed an fsbg test, which showed a glucose level of 447 mg/dl. The patient called 911, and upon emergency medical services (ems) arrival, the patient was transported to the emergency room (ER) without receiving treatment or an on-site fsbg check. At the ER, an fsbg test again showed 447 mg/dl, while the cgm continued to display a ¿low¿ reading. The patient was treated with insulin administered via pen and remained in the ER for approximately one hour. At discharge, the patient reported feeling better, with an fsbg reading of 122 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid before going to the ER and while at the ER. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.